Event description:
During the night, the patient's bed caught on fire. Noticed immediately. Smoke smell. Patient removed from the room. It was actually the wires under the bed that were smoking. Hill-rom called. Bed picked up and new one delivered. Rental service request and pm on file in materials management. And copy in quality manager's office. No adverse effect or response.